Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative a laparoscopic sleeve gastrectomy, there were no problems in the surgery. Only leaks after the surgery were observed. The event led to or extend patient's hospitalization.